Manufacturer narrative:
Asae /major bleed: the root cause of the access site adverse event was not determined due to insufficient clinical details.

Event description:
A 70-year-old male with acute myocardial infarction complicated by cardiogenic shock and underlying coronary artery disease was supported with inotropes/vasopressors, mechanical ventilation, and an intra-aortic balloon pump. Prior to percutaneous coronary intervention of the left anterior descending artery, an impella cp was implanted. Upon transfer to the intensive care unit, minor oozing at the impella access site was noted and resolved after dressing adjustment. On day 3, the impella cp was removed and escalated to an impella 5.5. Following cp removal, access-site bleeding occurred; hemostasis was achieved with manual compression, and blood products were administered. At the time of evaluation, the patient remains supported with the impella 5.5 device.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Updated information: d1 brand name updated d4 serial number and UDI number